Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, serial/lot #: (B)(6), h6: no parts have been received by the manufacturer for evaluation. Codes fdm b17, fdr c20, fdc d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that after the initial spin, all instruments appeared to be 2-3mm deep on the left side, but the right side appeared accurate. The site compensated for the inaccuracy and proceeded with the case. There was no surgical delay. There was no impact on patient outcome.

Event description:
Additional information was received. It was reported that after taking a spin the surgeon used the ball tipped passive planar probe to check accuracy on known anatomical landmarks they could visualize such as the transverse process, lamina, spinous process, and facet joints. On the patient¿s left side the probe was showing 2-3mm deep into the anatomy while navigating with the system when the surgeon was still physically on a bony anatomical landmark. The surgeon then repeated the process using a thoracic probe in a violet navlock and the same 2-3mm deep inaccuracy was witnessed on the patient¿s left side. The surgeon decided not to re-spin in this instance and chose to factor the 2-3mm of inaccuracy into their placement of the screws.

Manufacturer narrative:
H2) additional information added to section b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the surgeon started placing screws away from the frame first and worked towards it in this case.

Manufacturer narrative:
H2, h3, h6) a manufacturer representative went to the site to test the navigation system. It was reported that there was no fault found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.